Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a follow-up medwatch will be filed. (B)(4).

Event description:
It was reported by the consumer that she experienced a severe burn to the left eye during use of clear care lens care product. The consumer states, that the left is watering, burning, and she cannot keep the eye open to see. The consumer indicates that she is treating with an unk brand of eye drops that are not alleviating the symptoms. It is unk if the consumer was seen by an eye care professional or other medical professional. Additional info has been requested but not yet received. Upon receipt of additional info, if there is any further relevant info, a follow-up report will be filed. This event is being reported due to the lack of info received regarding the pt's diagnosis, treatment and event resolution.